Event description:
Globus medical, lumbar spine pedicle screw failure. Titanium revere screw system, 6.5mm screws, 50mm length. Screw fracture 1-2 months after surgery, may result in requirement of add'l surgery. Reporting, as this is now our seventh pt with such failure, over two year period - compared to no failures with an equal or greater number of pts utilizing other pedicle screw implants from another companies. Dates of use: 2009. Diagnosis or reason for use: lumbar spondylolisthesis, lumbar stenosis.